Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 70-145mg/dl fasting. Verified test strips expire 07/31/2018. Customer's test strips are being stored in the kitchen and opened vial date was unknown. Customer called concerned with back to back to back blood test done on (B)(6) 2015 at 7 :00 pm for which customer received a result of 225 mg/dl fasting and then about another hour after customer performed another test and received a reading of about 100 points lower .customer states that his normal blood glucose range is 70-145 mg /dl fasting in the morning. Customer refused to provide results from meter's memory .